Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
It was reported that two different screwdrivers autofix 2.0mm broke during the same surgery. During the normal procedure the screwdriver broken during the implantation. The screw that was used was a competitor screw bigger than the screwdriver. The surgeon implanted a 2mm auto fix screw, while screwing, he broke 2 cannulated screwdrivers. Since the screw was not fully sitting in place, he tried to remove it using a solid screwdriver, but the head of the screw broke in 2 pieces. All broken parts have been removed. He then used an extraction system to remove the screw and implanted a competitor screw bigger to fill the hole drilled in the bone. Unfortunately they have discarded the broken screw and the debris from the screwdrivers. The patient was young (20 years old) with very good bone quality. Increased risk of osteoarthritis for the patient as the surgeon have done a defect in the bone to removed the screw off. Surgical delay of 1h30 delay.